Event description:
Literature: hamm-faber, t. E., aukes, h. A., loos, f. D., gultuna, I. Subcutaneous stimulation as an additional therapy to spinal cord stimulation for the treatment of lower limb pain and/or back pain: a feasibility study. Neuromodulation 2012; 15: 108-117. Summary: the objective of this study was to demonstrate the efficacy of subcutaneous stimulation (subq) as an additional therapy in patients with failed back surgery syndrome (fbss) with chronic refractory pain, for whom spinal cord stimulation (scs) was unsuccessful in treating low back pain. Eleven fbss patients, five male and six female (age: (B)(6); mean +/- sd), in whom scs alone was insufficient in treating lower back pain, were included. In nine cases, subq was used in combination with scs to treat chronic lower back and lower extremity pain. In two cases only subq was used to treat lower back pain. Scs significantly reduced limb pain after 12 months. Subq stimulation significantly reduced low back pain after 12 months. Overall pain medication was reduced by more than 70%. Qbpds improved from 61 +/- 15 to49 +/- 12 (p=0.046, n=10). Furthermore, we observed that two patients returned to work. Reported event: there were two instances of patients requiring surgery for repositioning of connectors. There were three instances of patients requiring surgical repositioning of the subq lead after loss of parasthesis in the painful area. There was one instance of an ipg being surgically repositioned due to discomfort. There were two instances of patients needing battery replacements due to battery depletion within one year. One patient experienced two episodes of shocking in the low back area when holding her electrical scoot mobile, early after implantation. These effects did not recur. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 3888, lot# serial# unknown implanted: explanted: product typ lead product ID 3877, lot# serial# unknown implanted: explanted: product typ lead product ID 37082, lot# serial# unknown implanted: explanted: product typ extension product ID 37081, lot# serial# unknown implanted: explanted: product typ extension. (B)(4).